Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was observed to be loose inside the port resulting in customer being unable to charge the pump battery. There was no reported adverse impact to customers blood glucose level. The customer declined troubleshooting with tandem technical support.